Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information.

Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator when it received medwatch report 261616-2024-0001, which stated that "caregiver reported fire caused by electric outlet however because of the patient's history of smoking, non-compliance with safety interventions, location of burns, and the fact the windows blew out we believe that perhaps the pt took the oxygen off and put it under her bottom to smoke and did not turn off the oxygen. Fire department reports are currently unavailable." The fire department reportedly disposed of the concentrator. Devilbiss healthcare has requested that the fire department provide a copy of the fire report. Devilbiss healthcare is currently investigating the incident. An update will be filed if additional information becomes available.